Manufacturer narrative:
Ni

Event description:
A customer reported an event of an odor emitting from the sterrad 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The field service engineer (fse) replaced the catalytic decomp filter to resolve the odor/smells issue. The unit was returned to specifications. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for odor/smells to be "low." No parts were returned for evaluation. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.